Manufacturer narrative:
(B)(4). Concomitant products: medical product: ringloc hip system acetabular liner, catalog#: ep-107925, lot#: 000330. Taperloc 133 fp type1, catalog#: 51-100130, lot#: 2811463. Ceramic option type 1 taper sleve, catalog#: 650-1065, lot#: 026670. Tri-spike shell, catalog#: 101007, lot#: 596230. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause remains unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10537, 10544.

Event description:
It was reported that the patient alleged to right hip pain and dislocation ten months post-implantation. No additional information has been provided.